Event description:
Received notice of complaint concerning above product via phone call received from facility's chief tech. States that during a pt treatment "foan was noted in the extracorporeal system." The treatment was completed without complications, none of the foam reached the pt. The chief technician reports that when the machine was being stripped, the mainline tubing fell out of the bottom of the arterial drip chamber. The pt had already been disconnected, no injury or blood loss reported. The line has been saved for evaluation. A response letter and mailer have been sent to the facility. 10/2 - spoke with director of nursing regarding above event. Stated that the healthcare professional caring for the pt made several attempts to remove the air from the system. Then the pt began to complain that he "felt funny" and was "having a hard time taking a deep breath." Other symptoms included coughing, anxiety and flushed skin. Treatment was discontinued, the pt was placed lying flat on left side and was given oxygen by cannula. Th pt was asymptomatic after two hrs and was discharged to home from the clinic after being seen by the md. A medwatch form has been filed based on medical intervention (oxygem administration). The director of nursing reports that there may have been another incident in which there was a pre pump leak that allowed air into the system. This event occurred the previous week, there are no other details other than there was no injury to the pt. The healthcare professional caring for the pt initially thought the pt was having access problems. On-line clearance monitoring is used in this facility as well as diasafe filters.